Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they understood.